Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. During troubleshooting, the customer indicated that they changed the type of insulin they use which they believe caused the air bubbles. The customer was advised to speak to their insurance and distributor of insulin to address the problem since the insulin pump was likely not the cause for air bubbles. The reservoir and insulin pump will not be returned for analysis.